Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) rebooted when the uninterruptable power supply (ups) was restarted and when it came back up, the display screen was black. The cns had one attached display and 2 remote displays. The customer later removed the 2nd hdd of the raid drives, and the cns was able to boot up with no issues. They requested a new hdd to replace the corrupted one. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation and the device was returned to normal operation, the reported issue could not be confirmed or duplicated. As such a root cause cannot be determined. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. The causes of each are discussed below. Power loss: when the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, ups failure, power outlet failure. These are environmental factors that impact device functionality. Hardware failure: hardware failure that may result in a spontaneous shutdown or reboot includes power cord failure, a hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in a spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, or inappropriate shutdown/reboot procedure. The operator's manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check the hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted when the ups was restarted and when it came back up, the display screen was black. The cns had one attached display and 2 remote displays. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the last night the ups was restarted and as a result the central nurse's station (cns) rebooted as well. The customer stated that when the cns restarted the display, the display screen is black and had no video input. The cns has one attached display and 2 remote displays. The customer called back and stated that they removed the 2nd hdd of the raid drives, and the cns was able to boot up with no issues, customer requested a new hdd to replace the corrupted one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the last night the ups was restarted and as a result the central nurse's station (cns) rebooted as well. The customer stated that when the cns restarted the display, the display screen is black and had no video input. The cns has one attached display and 2 remote displays. The customer called back and stated that they removed the 2nd hdd of the raid drives, and the cns was able to boot up with no issues, customer requested a new hdd to replace the corrupted one. No patient harm was reported.